Manufacturer narrative:
The investigation determined unexpected (B)(6) results were obtained from a single (B)(6) panel sample using two vitros 3600 immunodiagnostic systems a definitive assignable cause for the unexpected (B)(6) vitros ahbs results could not be determined. Unexpected results were observed from the in-house controls processed at the time of the (B)(6) results. This indicates that reagent may not be performing as expected, however it should be noted that the testing that produced the (B)(6) results was undertaken approximately one month past the expiration date of the product. It cannot be concluded that this failure mode would not affect patient results if the expired product was used by a customer in a clinical setting, however a review of customer complaints showed no indication of a vitros anti-hbs lot 7510 performance issue when used within date. Additionally, it is not known whether the vitros 3600 immunodiagnostic system instruments were operating as expected at the time of the event as no performance testing was undertaken. Unexpected instrument performance therefore cannot be ruled out as contributing to the unexpected (B)(6) results.

Event description:
An ortho clinical diagnostics (ortho) quality assurance analyst reported a (B)(6) result for a vitros ahbs (B)(6) panel sample, (B)(6) on a vitros 3600 immunodiagnostic system. This in-house (B)(6) panel fluid is considered to be truly (B)(6). The (B)(6) vitros ahbs result for (B)(6) was reproduced in one replicate of repeat testing performed in duplicate at a later date on another vitros 3600 immunodiagnostic system. Vitros ahbs lot 7510 sample (B)(6): (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected involving patient samples. No patient results were questioned. However, the investigation cannot conclude that patient samples would not be affected if the event were to occur undetected. There was no allegation of actual patient harm as a result of this event and the result was not reported to a physician. This report is number two of two MDR for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).